Manufacturer narrative:
Additional information has been requested. Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Consultant reported: patient status post construct implantation l3-5 developed an infection. Surgeon revised the patient removing a ti low profile transconnector at l4 to pack the patient with medication. Surgeon noted all hardware was intact and functioning as intended. Patient was implanted on (B)(4) 2011.